Event description:
We had a PICC wire break when pulling the wire after confirmation of tip. No much tension was placed when removing, the rn states that it just broke. There was no harm to the pt and we were able to remove the whole wire w/o removing the PICC. When looking at the wire, it appeared fragile.

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) of rexj0332 showed no other similar product complaint(s) from this lot number.